Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/10/2025, that on (B)(6)2024, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6)2024. Date of event is an approximation. On (B)(6)2024, it was reported that the patient experienced a skin reaction with itching, burning, redness, inflammation, and infection, underneath sensor pod area only, which the patient noted when the sensor was removed after 10 days in the abdomen. The patient stated they had an allergic reaction from the adhesive with inflamed skin, an infection and an open wound. After a consultation with the skincare doctor, the patient was advised to immediately visit the emergency intake of the hospital. At the hospital the patient was given a prescription of an oral antibiotic, cefaclor 500mg. Besides this the patient was also given a prednitop cream. At the time of the report the patient was stable. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.